Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was a bump on the shaft of the catheter, and the patient allegedly experienced self-limited bleeding. No medical intervention was required.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that there was a bump on the shaft of the catheter, and the patient allegedly experienced self-limited bleeding. No medical intervention was required.